Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user experienced difficulty with the device recognizing and charging on the supplied wireless charging pad. The user indicated that blood glucose was affected reporting a high glucose of 320 mg/dl. Customer care provided support that included collection of user reports. Investigation of this case revealed that the device subsequently charged and held a charge per the user, suggesting intermittent charging recognition. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient impact to blood glucose control without hospitalization. It was concluded that the charging issue was intermittent and user-reported resolution occurred, with no device replacement performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.